Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. It was noted that the device had appropriately detected the patient's ventricular tachycardia (vt); however, the patient experienced an episode of syncope during this time.